Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level of approximately 51 mg/dl. The cause of the low bg was unknown. Bg was addressed via consumption of carbohydrates. The customer continued to use the pump for insulin therapy.